Event description:
Customer reported to beckman coulter that the unicel dxc 600 synchron system cap piercer is leaking. The customer reported that the tubes were wet on all sides. There were no reports of injury or exposures to any laboratory personnel. No erroneous results were generated. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and evaluated the system. The engineer confirmed that the cap piercer was overflowing. The fse found an obstruction within the fitting connecting lines 118 and 180. The fse removed and replaced the fitting. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).